Event description:
"Gold trigger would not advance". Sutures cut and t1 stayed in pt. A back-up device available and used to complete the repair.

Manufacturer narrative:
Device was discarded and will not be returned for eval. (B) (4).